Event description:
It was reported after a laparoscopic oopherectomy, a pt experienced some difficulties and was brought back to surgery for reoperation and an exploratory laparatomy was performed. There was a 600cc blood loss and the pt was transfused. The surgeon reports the entire staple line was oozing and the staple line was reinforced with suture at this time. The rep is enclosing eight pictures of the staple line that were taken during the first procedure. The surgeon requests these pictures be returned. The tsw35 was the device that was used on the laparoscopic oopherectomy. The surgeon reports she is not sure this is the fault of the device and she reports the staple line looked perfect during the first procedure. The rep reports the nurse in the ambulatory surgery center stated the pt was taking pain medication prior to surgery. 11/13/97 the surgeon: this pt underwent a relatively straight forward oorphorectomy for endometriosis and the tws35 was fired three times on the infundibulopelvic ligament. There was no bleeding at the time of the procedure and there are photographs available that were taken of the operative site at that time. The surgeon expected no problems post operatively. However, the pt had increasing discomfort and dropping hemoglobin and the pt was re-explored. It was found there was oozing from the entire staple line. The surgeon has no explanation for this and the pt denies having had aspirin or advil prior to surgery. The pt has been transfused and is doing well with no further complications expected. The instrument has been discarded and there in no further info.